Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient had been admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Other details leading up to hospital admission were not specified. Symptoms reported included feeling unwell, weak, tired and faint. The patient was treated with intravenous insulin. The patient was also treated with antibiotics because the medical team suspected an infection; however, this was ruled out via cat scan and blood tests. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2026. No other patient or event details were available. No additional event or patient information is available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/13/2026. An account is visible for data investigation; however, data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.